Event description:
A malfunction on a pump was reported by the caller, though no notable events occurred prior. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared.